Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing coil embolization procedure in the iliac artery using pod10s. During the procedure, while attempting to insert the pod10 through a lantern delivery microcatheter (lantern), the hospital technologist experienced resistance and subsequently, the pod10 pusher assembly became bent; therefore, it was removed. The procedure was completed using a new pod10 and the same lantern. There was no report of an adverse effect to the patient.